Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a lis franc fracture the 1.25 mm guide wire broke from the 4.0 mm cannulated screw system broke. The guide wire broke in the bone as a 2.7 mm cannulated drill bit was being drilled over it. The broken portion, approximately 40 mm in length, was retrieved. A 3.5 mm cortex screw was used instead in the procedure. There was a reported delay of five minutes. Patient outcome was reported as expected or fine and the procedure was completed successfully. This is report number 1 of 1 for (B)(4).